Manufacturer narrative:
(B)(4). Batch # p55m8m. Event month and day unknown. Only year (2017) is known. Device evaluation: the analysis showed that the ats45 device (b) was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the endocutter "wouldn't open after firing and the doctor managed to manipulate the device to remove it from tissue", if the device jaws were able to be opened? Or was the device removed from tissue, however, the device jaws remained closed? The surgeon was able to open the jaws after manipulation of the firings trigger, closing trigger, and release button.

Event description:
It was reported that during a laparoscopic appendectomy, after firing the device with a white reload, the doctor tried a blue reload and the device wouldn't open after firing the blue reload. The doctor managed to manipulate the device to remove the device from tissue. A second like device with a second like reload was used to complete the procedure. There were no patient consequences reported.